Event description:
It was reported that during the implant procedure, noise was noticed on the atria lead, and when light pressure was applied to the device. An atrial lead issue was suspected, so the lead was replaced. The noise was still present on the new lead, so the device was also replaced. A possible header issue was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Visual analysis revealed grommet damage. (B) (4) no anomalies were found; the full lead was returned for analysis. It was noted that there was blood in/on the helix/lobe mechanism.